Manufacturer narrative:
It was noted that the doctor was not using an insightra medical delivery device for deploying the implant, but instead used their own delivery instruments consisting of forceps and pick-ups. These unqualified instruments can apply excessive forces to the implant during handling which was evident with the product that was returned for evaluation.

Event description:
A distributor reported that a customer experienced a preperitoneal disk separation from the core of a proflor implant, model fihr 25mm, when attempting to repair a 5mm hernia defect. Based on the report, preperitoneal disk separation occurred when the proflor implant lamella was being grasped with forceps while being placed in the hernia orifice. Another fihr 25mm implant from the same lot was used to successfully complete the procedure. There was no reported patient harm.